Event description:
It was reported that a user experienced rising blood glucose to 340 mg/dl after a recent infusion set and supply change while using the ilet with subcutaneous insulin via pen; troubleshooting and education were provided, including ketone protocol review and a recommendation to replace the infusion set, and the user planned to contact their healthcare provider for corrective dosing and later change the set. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included a review of the event details and user-reported troubleshooting steps. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device malfunction was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.